Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, while traveling in spain, the patient experienced elevated blood glucose levels after approximately 5-24 hours of pod wear. The patient stated that she had not received insulin therapy for approximately six hours prior to placement of a new pod the night before. Subsequently, her blood glucose reportedly increased to 300 mg/dl overnight, and she developed symptoms including dizziness and difficulty walking, prompting her to seek medical attention. The patient presented to the emergency room at (B)(6) hospital in (B)(6) spain, where she was treated with insulin injections and intravenous fluids. No diagnosis other than elevated blood glucose was reported. She remained under observation for approximately 24 to 25 hours and was released the following day, (B)(6) 2026.